Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported an unspecified readings issue with the freestyle libre sensor, and additionally stated developing skin reactions on both arms at sensor sites. A caller in customer's household was successfully contacted and confirmed there was no third-party treatment required due to reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. The reported product is not expected to be returned as it was indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.